Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a carbohydrates value of 50 grams into the bolus menu, and delivered the recommended bolus dosing of 0.625 units. Reportedly, the customer felt that the recommended bolus dosing was low. Blood glucose level was 200 mg/dl. Review of the pump data logs show that the customer's carbohydrate ratio had been previously set at 1:8; however, the customer currently had it programmed as 1:80. The customer successfully adjusted the ratio to the correct value.